Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 01/05/2022. It was reported that the patient was in the hospital for two nights and at the time of the follow up call, the patient was doing well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s father picked him up at his home. The patient was vomiting and the cgm was showing 12.6 mmol/l. When the father arrived he checked the patient's bg which was 33 mmol/l. The patient claimed to be fine, but his father disagreed and took him to the emergency room (ER). The patient was admitted to the hospital and diagnosed with diabetic ketoacidosis (dka). His ketones were 6.3. He was put on an insulin drip. At the time of the report he was resting and still in the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.